Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer received a blood glucose reading of 303mg/dl on the contour next usb, retested on a different meter and the reading was 128mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. He has a new meter and test strips.

Manufacturer narrative:
See product information for corrected lot#.